Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving inadequate coverage and experiencing overstimulation. An impedance check revealed high impedance on several contacts. Fluoroscopic imaging revealed lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the doctor disconnected the patient's lead, left it implanted, and implanted another lead. Surgical intervention resolved the patient's issue.